Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 3.50 x 32 mm synergy was deployed to treat the target lesion. Soon after deployment of the stent, the physician noted a proximal edge dissection via fluoroscopy. A synergy 3.50 x 16 mm was deployed to cover the dissection and complete the procedure successfully.